Manufacturer narrative:
D9: date returned to mfg; 8/1/2025. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. It was found that the downstream occlusion(dso) sensor is corroded. The printer wire assembly(pwa) and dso sensor was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device had alarmed while displaying a dark screen. The battery door had been opened and closed, allowing the pump to power on, but it had subsequently alarmed with error #46510, showing a red screen and warning triangles. The patient had been connected to the pump the previous day and had been scheduled for disconnection at 10 a.m. The following day. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.